Manufacturer narrative:
Documentation from the event is currently under review.

Event description:
Customer reported that the panorama central station in use with panorama telepack did not alarm for ventricular tachycardia and falsely identified ventricular tachycardia. No pt injury was reported.